Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr got stuck in lesion. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 1.50mm rotalink¿ plus was used to treat the target lesion. During the procedure, ablation was performed 6 times at 120,000 rpm at 30 seconds per ablation. During ablation, speed dropped down 5,000 rpm and the device was slightly pushed and it was then noted that the burr was stuck in lesion. The device was moved back and forth and it did not remain in one part and there was no contact of the burr with the spring tip of the rotawire. The device was removed with the rotawire as a system and upon withdrawal, it was noted that the catheter shaft got stretched. The procedure was completed with a different device. There were no patient complications reported and the patient's was good.